Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to process residue on resistor, designator r35, on the digital pcb assembly, which prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.5.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.